Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they could not access the blood glucose history on their device. This complaint is being reported because it was not resolved with troubleshooting. There is no evidence that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.